Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-jun-2021. The most recent information was received on 08-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('essure implants are located opposite to the uterine horns') in a 43-year-old female patient who had essure (batch no. B42241) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion intervention required), back pain ("constant back pain for 6 months, burning feelings in the back, lumbar pain"), pruritus ("itching, itchy feet"), genital haemorrhage ("haemorrhagic spotting"), vaginal discharge ("abnormal and foulsmelling vaginal discharge"), abdominal distension ("abdominal swelling/ bloating"), fatigue ("chronic fatigue"), arrhythmia ("heart rhythm disturbance"), presyncope ("vasovagal episodes"), insomnia ("sleep difficulties"), abdominal pain upper ("gastric pain"), oropharyngeal discomfort ("throat discomfort"), laryngeal cyst ("laryngeal cyst"), pudendal canal syndrome ("pudendal nerve pain"), burning sensation ("burning feelings in the back"), paraesthesia ("tingling"), electric shock sensation ("electrical sensitivity"), tooth loss ("weakened teeth that become loose"), alopecia ("hair loss"), dry skin ("dry skin"), dyshidrotic eczema ("podopompholyx"), tendonitis ("elbow tendinitis"), memory impairment ("memory problems") and arthralgia ("wrists pai n"). On (B)(6) 2021, the patient experienced adenomyosis ("diffuse deep internal adenomyosis with multiple cystic formations"), 7 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain") and breast pain ("breast pain"). The patient was treated with surgery (essure removal scheduled for (B)(6) 2021). At the time of the report, the pelvic pain, device dislocation, abdominal pain, pruritus, vaginal discharge, abdominal distension, arrhythmia, presyncope, abdominal pain upper, oropharyngeal discomfort, laryngeal cyst, pudendal canal syndrome, paraesthesia, electric shock sensation, tooth loss, alopecia, dry skin, dyshidrotic eczema, tendonitis, memory impairment and arthralgia outcome was unknown and the back pain, genital haemorrhage, adenomyosis, fatigue, insomnia and burning sensation had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, alopecia, arrhythmia, arthralgia, back pain, breast pain, burning sensation, device dislocation, dry skin, dyshidrotic eczema, electric shock sensation, fatigue, genital haemorrhage, insomnia, laryngeal cyst, memory impairment, oropharyngeal discomfort, paraesthesia, pelvic pain, presyncope, pruritus, pudendal canal syndrome, tendonitis, tooth loss and vaginal discharge to be related to essure. The reporter commented: patient's current status: constant fatigue, insomnia, and back pain with burning feeling for months. Diffuse deep internal adenomyosis with multiple cystic formations and haemorrhagic spotting. Removal of essure scheduled for (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Allergy test - on (B)(6) 2020: negative nickel patch test with reading after 72 hours. Magnetic resonance imaging - on (B)(6) 2021: pelvis: diffuse deep internal adenomyosis. The essure implants are located opposite to the uterine horns (their correct positioning will be better identified by pelvic ultrasound).no evidence of deep pelvic endometriosis. No pelvic mass syndrome. X-ray - on (B)(6) 2020: intestines visualized and distribution of digestive gases normal. No distension of the small intestines and colon. Essure devices viewed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality-safety evaluation of ptc . A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6), reference number: (B)(4) on 01-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('essure implants are located opposite to the uterine horns') in a (B)(6) year-old female patient who had essure (batch no. B42241) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion intervention required), back pain ("constant back pain for 6 months, burning feelings in the back, lumbar pain"), pruritus ("itching, itchy feet"), genital haemorrhage ("haemorrhagic spotting"), vaginal discharge ("abnormal and foulsmelling vaginal discharge"), abdominal distension ("abdominal swelling/ bloating"), fatigue ("chronic fatigue"), arrhythmia ("heart rhythm disturbance"), presyncope ("vasovagal episodes"), insomnia ("sleep difficulties"), abdominal pain upper ("gastric pain"), oropharyngeal discomfort ("throat discomfort"), laryngeal cyst ("laryngeal cyst"), neuralgia ("pudendal nerve pain"), burning sensation ("burning feelings in the back"), paraesthesia ("tingling"), electric shock sensation ("electrical sensitivity"), tooth loss ("weakened teeth that become loose"), alopecia ("hair loss"), dry skin ("dry skin"), dyshidrotic eczema ("podopompholyx"), tendonitis ("elbow tendinitis"), memory impairment ("memory problems") and arthralgia ("wrists pain"). On (B)(6) 2021, the patient experienced adenomyosis ("diffuse deep internal adenomyosis with multiple cystic formations"), 7 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain") and breast pain ("breast pain"). The patient was treated with surgery (essure removal scheduled for (B)(6) 2021). At the time of the report, the pelvic pain, device dislocation, abdominal pain, pruritus, vaginal discharge, abdominal distension, arrhythmia, presyncope, abdominal pain upper, oropharyngeal discomfort, laryngeal cyst, neuralgia, paraesthesia, electric shock sensation, tooth loss, alopecia, dry skin, dyshidrotic eczema, tendonitis, memory impairment and arthralgia outcome was unknown and the back pain, genital haemorrhage, adenomyosis, fatigue, insomnia and burning sensation had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, alopecia, arrhythmia, arthralgia, back pain, breast pain, burning sensation, device dislocation, dry skin, dyshidrotic eczema, electric shock sensation, fatigue, genital haemorrhage, insomnia, laryngeal cyst, memory impairment, neuralgia, oropharyngeal discomfort, paraesthesia, pelvic pain, presyncope, pruritus, tendonitis, tooth loss and vaginal discharge to be related to essure. The reporter commented: patient's current status: constant fatigue, insomnia, and back pain with burning feeling for months. Diffuse deep internal adenomyosis with multiple cystic formations and haemorrhagic spotting. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Allergy test - on (B)(6) 2020: negative nickel patch test with reading after 72 hours. Magnetic resonance imaging - on (B)(6) 2021: pelvis: diffuse deep internal adenomyosis. The essure implants are located opposite to the uterine horns (their correct positioning will be better identified by pelvic ultrasound). No evidence of deep pelvic endometriosis. No pelvic mass syndrome. X-ray - on (B)(6) 2020: intestines visualized and distribution of digestive gases normal. No distension of the small intestines and colon. Essure devices viewed. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.